Event description:
It was reported that the preloaded intraocular lens (iol) had loading error and the leading haptic was kinked. There was no patient contact. The event was observed during handling and the procedure was completed successfully using the backup lens. No other information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that doctor is dr. (B)(6). Also, operative eye of the patient was left eye. Section b3 (correction): date of event: apr 18, 2022. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received stuck to the handpiece tray. The lens was removed from the tray and cleaned. No issues were identified with the haptic or lens body. Visual inspection of the handpiece revealed that it was received with the plunger rod fully advanced. No issues or gaps that could contribute to advancement issues could be identified. The complaint issues (dc-haptic damaged and dc-device advancement issue) could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.